Event description:
Boston scientific received information that during revision procedure this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurement after the right ventricular (rv) lead was connected to this device. Subsequently, a new lead and device was implanted and shock impedance was stabilized at 36 ohms. This device was part of an attempted implant and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.